Event description:
It was reported to philips that there was an image disk problem which was preventing exposure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as fluoro was still available at the time. It was not possible to save the patient images at the time, and these were lost. The system was down thereafter, as no exposures were possible. The philips field service engineer (fse) inspected the system onsite and confirmed an image disk problem. Upon troubleshooting, the fse checked the logs in cat (presumably a diagnostic tool), which pointed to a fault with the x-ray pc. The fse removed the pc and carried out a diagnostic check and found that ssd 2 was faulty. To resolve the issue, the fse replaced the ssd in the x-ray pc, and software and backup were restored. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported image disk problem did not impact the completion of the procedure. The procedure was completed as planned by using the fluoroscopy technique, with no impact on the patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.